Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgeon said that there was no current output from the temporary pacing electrode after the temporary pacemaker was connected, so a new one was replaced, and it worked.

Manufacturer narrative:
The reported event was unconfirmed. Sample evaluation results: the returned sample was tested for electrical resistance using test box t-657, calibrated 1/13/2025, due 1/2026, multimeter t-402, calibrated 1/13/2025, due 1/2026. Were utilized to test the functionality of both the distal and proximal electrodes. Electrodes look acceptable - no scratches etc. It was observed that glue residue was on electrodes. Sample evaluation conclusions: review of the catheter indicated the complaint is unconfirmed, the complaint sample does not exhibit the failure condition alleged by the complaint. Root cause summary: review of the sample shows the complaint does not exist. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: review of the sample indicates that the alleged concern does not exist. Both electrodes tested within spec, there was no damage to the catheter. Thus, the complaint is unconfirmed. No root cause could be found because the reported event was unconfirmed. A risk review, a labelling review was required as the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the surgeon said that there was no current output from the temporary pacing electrode after the temporary pacemaker was connected, so a new one was replaced, and it worked.